Event description:
It was initially reported by the site that the handheld computer's "light kept going from bright to dim for no reason." It was also noted that the physician interrogated a patient, but was unable to run a device diagnostics because he was locked out. When the physician clicked on "menu" to do diagnostics, the option of "device diagnostics" would not work. The words are grayed out and tapping on the screen did not help. There was no "time-out" message observed. The company representative used his programming system to complete the patient's appointment. No troubleshooting was performed. The device was sent back to the manufacturer for analysis but has yet to be received.